Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that during a cartridge change, the pump pushed all of the insulin out of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of a load step malfunction occurring. During testing, the pump was able to perform the load and prime steps with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no damage or moisture was found inside the pump. No defects were found.